Event description:
It was reported that the autopulse nimh battery failed 3 times in the charger. There was no report of a patient injury.

Manufacturer narrative:
The autopulse nimh battery with (s/n (B)(4)) was returned to zoll circulation on (B)(6) 2012 and analyzed. Evaluation of the returned battery could not confirm the customer reported problem. The battery passed power testing. In addition, the battery passed during test cycle and charge testing. However, the battery was not test cycled on a monthly basis. A probable cause for the customer reported failure could not be determined. The battery was scrapped.